Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Data logs were reviewed and lt log at end of case showed placement signal not reliable (psnr) alarm was triggered. 5s optical parameters showed oscillating contrast, with a drop in snr, light, and gain, and lamp maxed out at 100%. At time of psnr alarm and oscillating contrast, placement signal went out of range. Clinical details noted that a psnr alarm was triggered towards end of case and placement signal went out. The cause of this problem cannot be determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that a placement signal not reliable alarm was disabled during impella cp support. The performance of the pump remained unaffected, and support continued with the implanted device. Decision made to withdraw care, patient expired.